Event description:
It was reported that the ax55g was used during an unknown procedure. It was reported by the affiliate that the staples would not hold. There was no consequence too the pt. 07/22/1998.